Event description:
The user facility reported that a portion of the guidewire coating was sheared during a gi procedure. Follow-up communication confirmed: a gastrostomy tube was being replaced when the event occurred; the user was able to completely remove all portions of the guidewire from the patient; another guidewire was used to successfully complete the procedure; there were no patient complications as a result of the event; and the patient condition is reported as "fine."

Manufacturer narrative:
The involved device has not been received for evaluation. Therefore, the current investigation was based on the evaluation of user facility information, quality records and an unused retained sample from the reported lot. Visual inspection of the retained sample from the reported lot confirmed that there were no anomalies or defects. Testing of the unused retention sample confirmed that product performance specifications were met. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. There is no current evidence that the reported issue was related to a device defect or malfunction. Although the cause for the reported event cannot be determined based upon the currently available information, the event description is most consistent with manipulation against a hard, sharp surface during use. The device labeling does address the potential for damage or separation of the polyurethane coating of the glidewire under certain conditions. Specific statements in the warnings / precautions section include: "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire."; "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
(B)(4) subsequent to submission of the initial medwatch report, the involved device was returned to the manufacturing facility for evaluation. Careful examination confirmed that a portion of the polyurethane coating had been damaged & rolled back on itself in the distal direction exposing the core wire. In addition, abrasions were also noted on the exposed core wire. Inspection & testing of undamaged areas on the returned sample & a sample from current production confirmed that there were no defects or anomalies & product performance specifications were met. A reserve sample was tested by creating a small cut in the proximal end of the sample, grasping the guidewire shaft with forceps & then pushing forward from the distal side. This resulted in similar damage to the guidewire coating. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. The cause of the reported event cannot be definitively determined based on the available information. However, evaluation of the involved sample & a reserve sample determined that the damage to the guidewire coating is most consistent with being caught against a hard, sharp surface followed by manipulation against resistance. The instructions-for-use do address the potential for such an event by stating in the warnings / precautions section that inappropriate manipulation of the glidewire under certain conditions may result in damage or separation of the polyurethane coating. For example, "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00105 to provide additional information regarding evaluation of the returned sample.